Event description:
(B)(4). Symptoms began after insertion (B)(6) 2008. Extreme pinching pain along c section line and both sides, appendix area height. Belly swelling, shortness of breath, fogginess, blurred vision, feelings of being pregnant, off schedule periods. Had to go for pregnancy test in 2010 before I got married due to morning sickness 2 missed periods breast tenderness. Extreme weight gain even with diet pills, water pills, etc.